Event description:
Patient had atrial monitoring episodes on home monitoring that showed possible noise on the atrial and far field channels. Impedance, threshold and sensing are stable. Patient to be seen in clinic to have lead evaluated further. Device remains implanted. Should further information be made available this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.